Event description:
It was reported that an occlusion alarm occurred which resulted in a blood glucose (bg) level of 29.3 mmol/l. Customer changed pump supplies. A correction bolus was administered to address the bg. Customer resumed insulin therapy.